Manufacturer narrative:
This report is submitted on may 31, 2019.

Event description:
Per the clinic, the patient underwent an emergency MRI (tesla strength and date not reported) due to meningitis. The additional information will be filed in a supplementary report.